Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) was dispatched to evaluated this unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the o-ring and performed all performance, functional, and safety checks to meet factory specifications. The unit passed all performance, functional, and safety test per factory specifications and was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was leaking helium while in the cart and could be audibly heard. It is unknown the circumstances under which the event occurred; however there was no patient involvement, and no adverse event was reported.